Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a unexpected power loss alarms and battery life was also short. The customer was able to successfully clear the alarm. Customer stated that they received alarm after battery change. The customer was advised to monitor the insulin pump and confirm insert battery alarm is displayed before inserting a new battery. Customer mentioned that battery was getting really warm. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device power up properly after battery installation. Device received with operating currents within specification. Device passed self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. No heating up noted. The electronic assemblies were inspected and no anomalies noted. The power management tool confirmed the unloaded voltage and loaded voltage was within specific range. No power loss alarm noted during testing or in the device trace download. Device received with corroded battery tube.